Manufacturer narrative:
The instructions for use for the ijs-e system include contraindications advising against use on patients with "insufficient quantity or quality of bone (bone loss greater than 30% of the total articulation or involving an entire column of the distal humerus, coronoid bone loss of 50% or more) and/or soft tissue". No visuals were provided, however the surgeon did describe the patient as having experienced a terrible triad injury which also involved implantation of a coronoid plate. This patient may not have been suitable for implantation of this device given the ijs-e system's contraindications for patients with significant bone loss and/or additional load being applied onto the ijs-e construct as a result of their weakened coronoid bone.

Event description:
An implanted ijs-e (internal joint stabilizer - elbow) uncoupled at the arm joint (the proximal locking screw backed out) in the weeks following surgery.